Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 in order to treat pelvic relaxation with stress incontinence and mesh was used. It was reported that the patient had the concurrent procedures of a hysterectomy and an additional mesh implantation performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, infection, urinary problems, recurrence and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh removal on (B)(6) 2007 due to graft erosion of the urethra. It was reported that the patient underwent an additional mesh implantation on (B)(6) 2008 in order to treat stress incontinence with a grade 2 cystocele. No additional information was provided. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-00329 and medwatch 2210968-2013-26173. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00329. The same patient is represented in each medwatch.